Event description:
It was reported that the patient's lead migrated and rotated toward the epidural space. X-rays confirmed migration. The patient underwent surgical intervention on (B)(6) 2020 where the lead was re-located to it's original spot, restoring therapy.